Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 5.00mm / 2.0cm / 90cm otw peripheral cutting balloon catheter was advanced for dilatation. However, during first inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient injuries reported.